Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads from the same lot. It was reported the patient is unable to receive effective stimulation due to auto-reducing. An impedance check was performed and invalid impedance was found. Reprogramming was performed but did not provide resolution. In turn, the patient will undergo x-rays for further investigation.